Event description:
Report received from the USA stating that the device was "not holding the burrs." The device was being used in cervical surgery. There were no pt or user injuries reported. There was no delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).